Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual evaluation of the provided photo identified debris on the device surface. As the product has been opened, the source of the debris cannot be determined. The device was implanted, and no further evaluation can be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the reported event occurred after the product was opened. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a foreign substance was seen on the product when the package of an articular surface was opened during a surgery. After the substance was removed from the product, the product was used to complete the procedure. There is no additional information available.